Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pyxis bus cable was not properly plugged in. The field service engineer disconnected the pyxis bus cable from all drawers, subsequently reconnecting each drawer individually while powering the station on and off with each connection to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the station shuts down unexpectedly while doing some refilling work. The customer reported that that station shut down by itself and they were unable to turn it back on resulting delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.